Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touchscreen has been intermittently unresponsive. Troubleshooting with tandem technical support was performed and the touchscreen appeared to be functioning as intended at the time of the call. Customer's blood glucose level was not impacted